Event description:
Dr (B)(6), neurosurgeon at the hospital, reported the following event to delphine desportes, sales rep: "while tightening the polyaxial screw in a very osteoporotic bone on c4, the asymmetrical part did not allow a complete tightening and the screw was ripped. The surgeon wanted to use non biased screws, as they were not available in the kit."

Manufacturer narrative:
Should the device be explanted additional information will be made available and will be reported as supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.